Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported a sensor electrode was missing. Customer's blood glucose was not known. It was also reported that there were issues with other sensors connecting to the transmitter. It was advised the sensors would be replaced and they will not be returning for analysis.